Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the cubie pockets not appearing on the communication bus. A field service engineer reseated the row board connection on the drawer controller board to resolve the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary, pockets in drawer 3.2 showed a message indicating "device not detected on bus." The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.